Manufacturer narrative:
H6: investigation summary: seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Six samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that while using the bd safetyglide¿ needle was blocked. Report 1 of 3. The following was received by the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: unable to prime (not able to draw air/vaccine) needles appeared to be blocked.

Event description:
It was reported that while using the bd safetyglide¿ needle was blocked. Report 1 of 3. The following was received by the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: unable to prime (not able to draw air/vaccine) needles appeared to be blocked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.